Event description:
It was reported that the patient with this pacemaker device saw an alert for low right atrial (ra) amplitudes and small deflections on ra channel after atrial pace in presenting and also lengthening of av interval. Technical services (ts) reviewed the data and stated that the lengthening of the av interval is from avs. There was farfield oversensing noted as well. Low amplitude readings might be showing up due to farfield being measured. This device remains in service. No adverse patient effects were reported.